Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during routine check by customer that the balloon catheter had auto fill failure and ECG reading issue. No patient was involved.